Event description:
A malfunction was reported by a customer who received a malfunction alarm identified as 16-0x20e6. The recorded blood glucose level at the time was 152 mg/dl, which is within the normal range. No further information was available.